Event description:
Two ways catheter inserted on 6/10/98 by a nephrologist. First break on 10/15/98, treatments went on with only 1 injection site. Second break on 12/22/98, with subcutaneous migration of the catheter. Surgery planned the same day.